Manufacturer narrative:
Device investigation: the separator was returned lodged inside the catheter with pt blood visible in the hub. The bulb of the separator was just distal to the marketer band of the catheter. The separator is broken at the proximal taper frond. The proximal wire shows several bends and a loop at the end that appears to have been constrained by the rhv. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
One of the catheters stretched according to the physician. The (B)(4) separator fractured inside the second catheter. This MDR is associated with MDR 3005168196-2010-00067 which pertains to the psc032 that "stretched".